Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error, unexpected restart and moisture damage from the insulin pump. The customer's blood glucose reading was 114 mg/dl. The customer cannot check the alarm history due to not being able to read the screen. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that he tried to give a bolus and the down buttons were not responding. The customer stated that he was in a thunderstorm and the pump was exposed to rain water. The customer reported fluid under the lcd display. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies and with corroded motor home switch; unable to verify a21 alarm or unresponsive buttons due to blank display. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.